Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot (5308346) for item number h96560m02247414 for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. There have been no previously reported complaints for packaging lot {5308346} for similar issues. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "package hole/perforated. ": no adverse trend was indicated. In addition, this is the only reported complaint for this failure mode in the past 15 months for the bioflo PICC product family and may be considered an isolated incident. Visual inspection of the returned pouch confirmed the reported tear in the packaging, however, we are unable to determine an exact root cause for the hole in the poly side of the pouch. Potential root cause for this incident could be improper shipping and handling after leaving the angiodynamics facility or the end user may have accidentally tore the pouch when they were removing the zip lock bag that contains the tandem packaged components. The pouches are 100% inspected per angiodynamics' procedures during the sealing process and final box process. The size of the hole in the mylar side of the pouch would be noticed during this process. Employees are being made aware of the complaint and associated defect in order to improve the probability of identifying the defect in the future. (Pr (B)(4)).

Manufacturer narrative:
The device from the reported event has been returned to angiodynamics and the investigation and determination of root cause is in progress. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by end user hospital, prior to use the packaging of a PICC kit was noted to have a tear in the packaging, thereby breaching the sterility. The device was not used and has been returned to angiodynamics for evaluation.